Event description:
It was reported to philips that the energy output fell outside product specifications. There was no patient involvement.

Event description:
It was reported to philips that the energy output fell outside product specifications. There was no patient involvement.